Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from USA stating that the device exhibited intermittent operation. The device was not used in surgery. It is unk if injury, or medical intervention occurred. There is no add'l info provided.